Event description:
It was observed that during the device evaluation, the videoscope, had rust inside the channel in the plastic distal end cover (c-cover) and metal. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for device investigation. Based on the results of the investigation, during the inspection was detected during borescope test, that inside the channel there was rust in the plastic distal end cover (c-cover & metal). However, the root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.